Manufacturer narrative:
Product analysis: analysis was unable to confirm the atrial output was not working. Analysis noted that the output connector assembly was broken, the hanger assembly was broken, the battery wire was pulling out of the connector ,and the battery wires and display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing on the atrial lead. The epg was returned for service. There was no patient involvement.